Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Cycler was alarming and patient found that fluid had spilled all over the floor. Patient stated that he was placed on antibiotics for the next two weeks. He also stated that he has a lot of stomach pain and discomfort. Patient confirmed that nurse is aware of his pain. Nurse stated that patient went to ER on (B)(6)2014 for severe abdominal pain and was treated with vancomycin; antibiotics for every other four days. Patient was not admitted and left the ER that day (B)(6) 2014. Pdrn is not sure what caused the pain. There was no bacteria, patient's effluent remained clear and had no peritonitis. A complaint history of the patient determined that no leaks have occurred since this reported event that occurred on (B)(6) 2014 and before patient went to the ER. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed; however, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformities during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification. Medical records have been requested and have not been received by the manufacturer to date.